Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that the customer had woken up with keytones and needed to know how long the insulin pump was suspended. She was advised on how to find this information and also reported a low blood glucose reading of 40 mg/dl. Nothing further was reported.